Event description:
It was reported patient underwent a revision procedure two years post implantation due to pain, functional limitations, instability, and radiographic evidence of loosening. During the revision, extensive scar tissue was debrided from the joint. The components took a considerable amount of time to remove from the bone; therefore, loosening could not be confirmed in the revision records. The patella was stable and left in place. All other components were revised without complication. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical products: unknown femoral component catalog # unknown lot # unknown; unknown vanguard articular surface catalog # unknown lot # unknown. Multiple MDR reports were filled for this event: 0001825034-2022-00896 and 0001825034-2022-00898. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates that patient came up with pain, instability and functional limitations. Extensive debridement of scar tissue was performed. Anterior bone and moderate metaphyseal bone loss was noticed. Loosening was not confirmed and tibial and femoral components were revised without complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, b7, d2b, g1, g3, g6, h1, h2.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. H6: device not returned is n/a which was reported on initial report. The additional information received does not change the previous investigation results. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.